Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where insertion button stopped working during test. The usm was then installed onto a pftp where all relevant testing was passed within specification. As a result of these findings, failure analysis concluded that the insertion button was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical inc. Representative reported to technical service engineer (tse) that the universal surgical manipulator (usm) arm 3 instrument clutch was not responding. The customer moved the camera to usm arm 2 to continue the procedure. Tse reviewed the system logs confirm errors reported by the instrument clutch switch on usm 3. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was undocked and the usm arm was discontinued in use and the procedure was robotically completed in 3 arms only. No patient injury or harm.